Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as not cleaning the area before beginning pd therapy. Subsequently the pt experienced bacterial peritonitis and was hospitalized the same day. The same day, the pt began treatment with vancomycin (dose, frequency, and lot unknown). Three days later treatment with vancomycin was ended and the pt was discharged from the hospital. On an unknown date the pt was retrained on proper aseptic procedures for pd therapy. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available.